Manufacturer narrative:
Product complaint #(B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. After investigation, the patient was a 56-year-old female. On (B)(6) 2023, radical resection of left breast cancer was performed in hospital. The surgeon used the vcp311h for sewing the subcutaneous tissue of left armpit (the specific suturing method was unknown). During the sewing, the needle broke (the broken end length of needle was about 18 mm) and fell into the patient's tissue. The surgeon immediately searched for the broken needle and found it. After removal, the integrity of the suture needle was checked. After confirming that there was no residual foreign body in the patient's tissue, a new suture was replaced (the specific product information was unknown) to continue the suturing. The subsequent operation went smoothly. This event did not cause any other harm to the patient except for prolonged operation time (specific prolongation time was unknown), and no subsequent adverse event report was received. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. The following information was requested, but unavailable: could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information. Were x-rays taken to locate the needle? Was there any patient consequence or injury? What is the patient¿s current health status and condition? Was any other tissue damaged as a result of searching the needle? What measures were taken to retrieved the broken piece? Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 275 g/m.

Event description:
It was reported that a patient underwent a radical mastectomy for left breast cancer procedure on (B)(6) 2023 and suture was used. During the procedure, the surgeon used a suture to suture the subcutaneous tissue of the patient's left armpit in radical mastectomy for left breast cancer. When the drainage tube was placed and the left armpit tissue was sutured, the tip of the needle broke. Immediately, the surgical incision and field of view were searched. After about 1 minute, the tip of the needle was found in the subcutaneous tissue of the left armpit, with a broken end of about 18mm. After verification by the itinerant nurse, instrument nurse, and surgeon, it was found that the broken end of the needle tip matched the end with the suture. Its integrity was confirmed. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.